Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. Pictures were provided of the device and the separated platinum tip. The event description states the platinum tip of the fiber separated inside the patient during use. A manufacturing record review was completed and no related non-conformances were found. A returned product evaluation was not completed as the product was discarded at the site. All inspections completed per process were reviewed and found to have passed. Without the device returning for evaluation it is undeterminable what may have caused the failure.

Event description:
As reported: the metal tip of the laser fiber went missing when the consultant removed the fiber after the evlt procedure on the 2nd leg (right side) scheduled for bilateral evlt using varilase platinum bright tip laser fiber with lot number 707549 and ref component #7147c. Packaging model # 7172. Xray was done to confirm the location of the metal tip which was found on the right leg and extracted with minimized skin incision. During the process of removal, the tip was crushed but was removed completely as confirmed by xray. There were no further problems during the procedure. A full length compression bandage was applied and the patient went home the same day.